Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy procedure for gastric cancer, the staples were not forming properly after deployed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with a fully fired sulu which had a disengaged cartridge cover. The cartridge cover was re-attached and the sulu was reset and reloaded with staples. There were no functional abnormalities and proper staple formation as observed in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if an excessive force is applied to the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate this event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy procedure, the staples were not forming properly after deployed.